Event description:
Spontaneous call from home health nurse, nurse reported that the pump is malfunctioning and patient requires a new one. Details and date of event not reported. No missed doses or adverse events reported as a result. Pump is on hand for return. No serial number or expiration date provided. No further information given. Reported to (B)(6) by health professional.